Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR#3030677-2022-00201. Investigation will take place on pr (B)(4).